Event description:
The report we received from our affiliate indicated that, during coil placement, the first orbit coil was placed within the 3.4-4.8mm aneurysm without any problem. Resistance was felt during advancement of the second coil within the microcatheter. The coil pre-detached in the microcatheter. The microcatheter and the pre-detached coil were removed as one unit from the pt's vessel. The pt's neurological status post procedure was reported as good. There were no adverse effects to the pt, although it was reported that they must have the procedure once again.